Event description:
On (B)(6) 2013 the reporter contacted animas to report the patient obtained a low blood glucose level after she had changed the time setting on the reported pump, and received increased basal doses of insulin for 24 hours. The patient was unable to provide the specific blood glucose reading she obtained. The patient¿s husband treated her with orange juice and she felt better afterwards; the patient did not seek any medical attention. There was no evidence the pump was not functioning appropriately. The patient¿s technique was incorrect by setting the pump for the incorrect time. However, as the patient allegedly suffered blood glucose levels suggesting severe hypoglycemia afterwards, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.